Manufacturer narrative:
Customer reported motor rate error. Tamper seal on bottom case and plunger assembly but in good condition with no combination of worn coupling, worn gear, leadscrew and clutch halves does not operate as intended as a result of normal wear. Pump is over 5 years old. Problem due to normal wear. Replaced worm coupling, worm gear, leadscrew and clutch halves. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log identified motor rate error.